Manufacturer narrative:
Device was further evaluated by physio control and the reported issue was verified. The root cause of the reported issue was determined to be due to physical damage to the analog pcb hybrid layer capacitor bt3, resulting in an electrical open to the negative terminal. Device was destructively tested by physio control and the customer received the replacement device.

Event description:
The customer contacted physio control to report that their device had illuminated its battery indicator. Upon initial evaluation, physio control observed that the device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio control to report that their device had illuminated its battery indicator. Upon initial evaluation, physio control observed that the device would not power on. There was no patient use associated with the reported event.